Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report. Note: this event was initially reported under MFR. Report number 1627487-2020-31864. From this point on, further reports will be submitted under MFR. Report number 3006705815-2020-32238 due to further device information being obtained/confirmed.

Event description:
It was reported high impedance was found. Troubleshooting/reprogramming was unable to provide resolution. In turn, the patient may undergo surgical intervention.

Event description:
Additional informational gathered via follow-up revealed the patient has decided to deactivate stimulation. Since doing so, the patient has not complained of additional pain. As a result, the patient's physician has decided to leave everything as is and no surgical intervention will be undertaken.